Manufacturer narrative:
The initial report submitted for healon pro is not required as this product is not sold in the us and is not similar to a product sold in the us. No further information will be provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Healon pro is not an implantable device. If explanted; give date: n/a (not applicable). Healon pro is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of healon pro into the pcb00 delivery system and after implantation of the lens, 1 dark purple/blue/black filament was observed in the eye. They got it out by irrigation/aspiration. There was no patient injury and no wound enlargement. There was not a delay in the procedure. The lens remains implanted. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted; one for each suspect product. This MDR captures the information pertaining to the healon pro. A separate MDR is being submitted for the pcb00 device.